Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the monopolar curved scissors instrument was bent, and the sheath was torn. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover instrument was analyzed and found to have a broken tube extension at the distal end. No pieces were missing. Isi has not received monopolar curved scissors (mcs) tip cover accessory for evaluation. Although the complaint was not confirmed by failure analysis since the mcs tip cover accessory was not returned, the information gathered indicates that the device may have contribute to the customer reported issue.